Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One day following a ventricular tachycardia (vt) ablation procedure, the patient experienced a pericardial detachment. A pericardial detachment was observed via echocardiography with no effect on the patient's health. There were no performance issues with any abbott devices. The event resolved the following day with no intervention performed. It was thought that the pericardial detachment was caused by the radio-frequency heating and is an anticipated event that occurs at ventricular ablation procedures.